Event description:
Laparoscopic placement of a jejunal feeding tube was uneventful. Upon reversal from anesthesia, a "pop" was heard and it was noticed that two of the four retention sutures had broken. The defect was in the portion of the suture that was in the bowel, thus the pt required a mini-laparotomy and standard placement of a jejunostomy tube. One pt involved.

Manufacturer narrative:
Submission date of this report: -7/09/98. Mfg event ID: rpic 61221. Lab results summary: 06/25/98: no actual sample is available for this complaint. A review of batch 34235gz. List number 51442, shows no relevant information related to this complaint. A review for prior complaints completed on this lot.